Event description:
The customer reported that his pod was due to be changed last night and that before going to bed for the night (at 1:18 am on (B)(6) 2012), his blood glucose measured 276 mg/dl. He corrected with a 3.8 unit insulin bolus and left the device in place. At 5:37 am his bg was 283 mg/dl. He deactivated the pod at this time. He stated his arm was sore when it was removed, that he noticed a "little" kink on the cannula and that every time he gave a bolus he could "feel it going in."

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or determine whether it could have affected insulin delivery and contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that all above 250 mg/dl, follow the treatment advice of your healthcare provider."